Event description:
Customer reproted receiving inaccurate high readings. In blood glucose tests, customer received readings of 65 mg/dl (meter) and 35 mg/dl (lab) within 10 minutes. The results when plotted on a parkes error grid fell into the 'c' zone showing the difference in values to be clinically significant. There ws no report of death, serious injury or mistreatment associated with this event.